Event description:
Boston scientific received information that prior to the implant procedure, the patient had an endomyocardial biopsy in 5 locations. Then, during the implant, the lead was placed in location and sensing wasn't optimal, so the positioning was changed. Measured through the device, r-waves were 5-8mv. The pocket was closed. The patient's pressure dropped. An echocardiogram was performed and 500cc of blood was removed via pericardiocentesis. The patient was shocked out of ventricular fibrillation. Pacing and capture were noted, then patient went into pulseless electrical activity and expired. There were no device allegations. The device and lead remained implanted in the patient. The field representative believes an autopsy will be performed. The boston scientific field representative was contacted and noted that the physician was not sure whether the death was related to the biopsy or the lead implant. The field representative also stated that he was not made aware of the autopsy results.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.